Manufacturer narrative:
(B)(4). Film evaluation results are: a review of post implant still angio image and a 10 second angio video confirmed that the patient has an endurant stent graft system implanted. The proximal portion of the bifurcate and the distal limbs were not visualized in the image and video provided, thus the exact implant location of the stent graft system could not be assessed. The contra gate opened on the right side. A contra limb was implanted into the contra gate with 3 cm overlapped. The ipsi limb of the bifurcate was implanted on the left side, and was extended with another limb. No anatomical reference and calibrated catheter were visible in the still image and video provided, thus no measurement can be done. Retrograde contrast injection with injector placed inside of the left bifurcate ipsi limb just below the flow divider showed faint transgraft blush just below the flow divider, along the ipsi side of the bifurcate stent graft; this maybe a type IV blush. No other stent graft issues were observed. A possible type IV transgraft leak was observed from the still image and video provided. The exact cause of the type IV transgraft leak could not be determined, however, maybe due to heparin used during the procedure or patient condition.

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that during the index procedure, a suspected type IV blush endoleak from the bifurcate was observed. The physician was dissatisfied about the type IV endoleak. Increase fluoroscopy time and increase contrast were needed to characterize the source and type of the endoleak. A secondary intervention was done. The physician implanted an extension inside of the bifurcate. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.